Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 27 mmol/l. Customer treated with injection. Customer stated did self test and it passed. The insulin pump does not have any physical damage. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.